Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was returned in several pieces submerged in red cloudy solution. The leaflets were excised. Due to the received condition, leaflet orientation cannot be determined. All excised leaflets were flexible. The commissures were excised as well; however, they were still attached to the frame. Evidence of pannus was observed on one of the commissures. Due to the received condition, commissure orientation cannot be determined. The frame was received in several cut pieces. Tissue remained attached to some of the stent pieces. Pannus was noted on tissue. The inflow section was returned cut longitudinally. The frame was opened, and pannus was found in the inner lumen. No visible pannus was observed on the excised leaflets. Radiography did not reveal calcification on the leaflets or aortic wall. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eleven months the implant of this transcatheter bioprosthetic valve into a severely calcified bicuspid valve, severe paravalvular leak (pvl) was reported. Numerous balloon dilatations were performed, however the paravalvular leak (pvl) remained unchanged. The valve was explanted and replaced with a surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak (pvl) after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. It should be noted that this transcatheter valve was implanted into a severely calcified bicuspid valve. Per the device instructions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a congenital bicuspid or unicuspid valve. It was also reported that the native bicuspid valve was severely calcified, therefore calcification levels may play a role. Based on the received information and the returned product analysis, the severe pvl was most likely caused by the pannus on multiple locations, which could lead to insufficient effective orifice area, immobile leaflet and compromised forward flow. Pannus overgrowth has been an inherent risk of valve replacement. However, with the information provided, and no images for review, medtronic is unable to conclusively determine the cause for this report. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.